Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that fluid had leaked from underneath the hydropneumatic unit of the unicel dxc 600i synchron access clinical system. Customer also stated that while homing and cold booting the instrument, customer found that some of the tubing was kinked. After customer corrected the kinked tubing, no further leaking was observed. Customer stated that the instrument then displayed autoloader error messages. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, then scheduled a service visit. On the following day, the field service engineer (fse) inspected the instrument and found that no foam reagent was leaking from the y-fitting. The fse replaced and secured the y-fitting. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was harmed by or exposed to the leak.